Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain it was reported that at the end of (B)(6) or early (B)(6) 2018, the patient had gone through airport security, and it "messed up their ins". It was explained that "messed up" meant that the patient was unable to get to group b of their programming. Patient services reviewed compatibility guidelines for airport security devices and then assisted the patient with switching from group a to group b. When they switched to group b, the patient reported group b was giving them pain because it was not going down their leg and foot and something in their back was not right. Further assistance was provided to help the patient go back to group a. It was noted the patient would follow up with their doctor to get group b reprogrammed . No further complications were reported or anticipated.